Event description:
Caller reported the display of the meter is defective. No adverse event reported. Product was replaced and requested return of the alleged meter for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).